Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital experiencing atrial flutter and had an atrial cardioversion to break the flutter. Review of stored electrograms revealed noise on both the right atrial and right ventricular leads. The patient had no reported symptoms related to the event. Due to the history of arial flutter the device was programmed to ddi 70. No further testing was performed. No intervention was performed to address noise on both the leads. The physician will continue to monitor the patient.

Event description:
New information received on 07/02/2018 noted that both the right atrial lead and right ventricular lead continued to exhibit noise. The device was reprogrammed. The patient was asymptomatic to the event.